Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on (B)(6) 2024. Patient was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Insertion area was cleaned, air -dried and free from hair. Infusion set has been used for 24 to 48 hours. One infusion set has been used for less than 24 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1899811 - MDR 3003442380-2024-09289 - device 3 of 3.